Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient¿s ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached the end of service. Surgical intervention may take place at a later date to resolve the issue.